Event description:
It was reported that t:slim x2 pump battery did not charge when customer attempted to use charging equipment. There was no reported impact to the customer¿s blood glucose level. Customer was not using tandem charging cable or wall adapter but used third-party wall adapter with confirmed working wall outlet, and technical support instructed customer to leave adapter plugged into known working outlet for at least 30 minutes and planned to follow up, with no additional outcome information available.